Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter was difficult to deflate. Initially an attempt was made to deflate the balloon via a 10cc aspiration syringe but was unsuccessful. The catheter was then cut at a cross section above the y and port on three attempts, but deflation was still unsuccessful. A urologist was consulted by the ob gyn. Per advice from the urologist, the ob gyn attempted to aspirate the balloon through the vagina using a needle, but that attempt was also unsuccessful. A guidewire thread was also placed through the catheter in an attempt to deflate the balloon which was unsuccessful as well. The balloon "combusted" 15 minutes after mineral oil was introduced. No patient injury/medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was difficult to deflate. Initially an attempt was made to deflate the balloon via a 10cc aspiration syringe but was unsuccessful. The catheter was then cut at a cross section above the y and port on three attempts, but deflation was still unsuccessful. A urologist was consulted by the ob gyn. Per advice from the urologist, the ob gyn attempted to aspirate the balloon through the vagina using a needle, but that attempt was also unsuccessful. A guidewire thread was also placed through the catheter in an attempt to deflate the balloon which was unsuccessful as well. The balloon "combusted" 15 minutes after mineral oil was introduced. No patient injury/medical intervention reported.